Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the irrigation connector of the valve tube is damaged and that a fragment is broken off and missing. According to the user a 6 mm suction tube and a 5 to 6 mm irrigation tube were used with the valve tube. This damage and the breakage of the irrigation connector is caused by excessive force (e.g. Drop, shock, impact). Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the valve tube without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during cleaning, after an unspecified therapeutic laparoscopic procedure at an unknown date, it was noticed that the irrigation connector of the valve tubing was damaged and that a fragment had broken off. It is unknown when this damage occurred and whether a fragment was possibly flushed into the patient's body cavity. However, the intended procedure was successfully completed with the same set of equipment and there was no adverse event or patient injury.